Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and slight heart attack. The customer blood glucose level was 500 mg/dl at the time of hospitalization. The customer was treated with food and insulin pump for high blood glucose. It was reported that the customer doesn't beep loud enough. The customer reported that they had performed self and tone test and they did hear the beeps and also was able to hear the differences in tones for the beeps. The device will be not returned for analysis.